Event description:
It was reported that the patient experienced inadequate stimulation. It was also noted that the ipg was not holding a charge. During an ipg replacement procedure, the physician was having difficulty gaining access, hence the case was aborted, and the device remains implanted in the patients body.